Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device was vibrating badly was confirmed. An assessment was performed which found that the unit failed the saw head ratchet check ¿ the saw head turns in engaged position. It was further observed that the center pins were broken in half inside the cover sleeve and the electronic control unit (ecu), and an unknown liquid was found inside the guide sleeve, the oscillating-head, and the cover sleeve. The assignable root cause of these conditions was determined to be due to improper cleaning and maintenance, and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the battery oscillator device was vibrating badly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.